Manufacturer narrative:
According to the customer, the problem was caused by an incorrect alignment of the external system with the analyzer following the re-installation of the software. As a result, the external system was providing incorrect patient demographics to the analyzer. However, the customer has confirmed that they have resolved the issue on their end.

Event description:
On (B)(6) 2024 at 4:00 am, the responsible nurse performed arterial blood gas analysis on critically ill patient on the abl90 flex analyzer (sn. (B)(6). However, the patient identification information, including hospital number, name, bed number, and age, did not match the patient. The results were immediately reported to the night shift leader, and the printing of patient results was stopped. After correcting the patient information, the blood gas results were reprinted without causing any adverse effects on the patient. An engineer was contacted for repair.